Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of increased difficulty in breathing, fatigue and fluid in the lungs, mucus in throat. There was no report of serious or permanent patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously marked incorrectly. This MDR was not submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints discovered as part of a retrospective remediation review.

Manufacturer narrative:
Additional information was received on nov 08, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information allegation issue related to a CPAP device's sound abatement foam. The patient has alleged to increased difficulty in breathing, fatigue and fluid in the lungs, and mucus in throat. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected to adverse event and product problem. (Product problem was checked in the previous MDR) section b2 was corrected to other serious or important medical events. (Previously, it was blank). Section h1 was changed from malfunction to serious injury. Section h6 health effect - impact code was corrected.